Event description:
The customer reported they tested mts gel cards exhibiting bubbles on the ortho provue analyzer. Visual inspection of the gel cards showed the reactions were clearly negative with no bubbles after processing. The analyzer did not post any error messages. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer visited the customer site and performed handler and optics adjustments and reader camera alignments. Qc passed. Repairs have returned this instrument to expected operation. The gel cord product labeling requires the user to perform inspection of the gel card prior to use. Any gel card that shows signs of drying, discoloration, bubbles, crystals, or other artifacts should not be used in testing. User error could not be ruled out as a contributing factor. This customer has not logged any similar complaints against this instrument since this incident. Incident is isolated. (B) (4).